Event description:
It was reported the customer had received several motor error alarms on their insulin pump. The customer stated their blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to constant motor error alarms. The pump also had a cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).